Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's date and time were incorrect on the pump. The customer's blood glucose (bg) level was 297 mg/dl with a small level of ketones. A correction bolus was delivered to address the high bg level.